Event description:
It has been reported to philips that cardiovascular servers and workstations were losing trust with philips domain controller. No adverse events or patient harm was reported in the associated complaint (B)(4). The device was in clinical use at the time of event. There is no allegation of death or serious injury. Based on the results of the analysis there was no problem found and the iscv was confirmed to be operating per specifications. Based on the available information, this record is considered to be non-reportable.

Event description:
It has been reported to philips that cardiovascular servers and workstations were losing trust with philips domain controller. No adverse events or patient harm was reported in the associated complaint ((B)(4)). The device was in clinical use at the time of event. Philips has started an investigation of this complaint.